Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the ipg was explanted for an unknown reason. No additional information is known at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This event is no longer reportable.

Event description:
Additional information received indicates, ipg was explanted electively. Therefore, this event is no longer reportable.